Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, the original complaint of the dim and faded display was unable to be duplicated. Unrelated to the original complaint, there was visible moisture on the display. A leak test was performed and failed due to a display lens leak. The pump was opened and the display was found to be blank and cracked. There was no moisture found in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.